Event description:
An accustick ii kit was being used for the injection of radiopaque substance for a cholangiogram. During the procedure, the distal metal tip came off in pt's bile duct. The tip was not retrieved and the procedure was finished with the original device.